Manufacturer narrative:
The device was disposed of and was not returned for evaluation. Not lot number was provided. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
Patient had a post-procedure right-sided pneumothorax after a superdimension enb procedure. The physician attributed the event to the placement of a superlock cobra fiducial marker. The patient was admitted for 1 night for observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The medical monitor reported the patient had a planned hospital stay and it was not related to the pneumothorax.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.